Event description:
Info rec'd indicates the pt fell out of bed due to the intermediate right siderail giving out when she pulled on it to turn herself. The pt was not injured.

Manufacturer narrative:
The technician found the siderail latch assembly was worn. He replaced the latch, latch pin and spring to repair the bed.